Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted and re-implanted with another cochlear device on (B)(6) 2023 under general anesthesia.

Event description:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported) due to infection at implant site. Subsequently, the patient underwent skin revision surgery (specific date not reported) in order to close the wound of scalp defect.